Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2013; pb1018 transcatheter valve, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told they had seven years remaining battery life on their cardiac resynchronization therapy pacemaker (crt-p) but their app showed one week later they only had six years remaining. The patient was concerned about how their device could lose one year of battery in one week. The device is still in use. No patient complications have been reported as a result of this event.